Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
A device history record review was conducted and confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples or photos received with this complaint; therefore, an examination of the reported condition could not be made. Through the investigation and analysis, the possible root cause was identified was that the gauze was cut and its particles were left in the product. As a continuous improvement, the supplier has trained the operators to check the machine if a similar condition was found during production. This complaint will be used for trending purpose.

Event description:
It was reported to covidien on 12/31/2014 that a customer had an issue with a x-ray sponge. The customer reported the gauze is leaving particles in the patient. It was noted that the gauze was from a major laparotomy pack. There was no other medical intervention besides manually removing the particles by the surgeon. There was no harm to the patient as a result.